Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while tissue cutting and closure, the jaws could not be opened after cutting. To resolve the issue, a dissector and electrocoagulation hook was used to cut along the reload. It was noted that the difficulty of the operation increased.